Event description:
One of the four wires of this stone retrieval basket broke at the distal tip while being used in conjunction with a laser during a therapeutic urological stone retrieval procedure. A second device was used which also retrieval procedure. A second device was used which also resulted in a break of the distal wire. There were no patient complications involved and the procedure was successfully completed with another manufacturer's device. However, based on the engineering evaluationk the break was noted have occurred in the middle of the basket wire.